Event description:
The pk papyrus covered stent system was selected for treatment of a coronary perforation. The device was introduced but the stent came loose before it was deployed. The stent was retrieved by using a snare. No further actions were taken at the facility.